Event description:
It was alleged that when the nurse pressed the break button; the break did not engage on the visualisation bedside unit. A bedside unit cannot be used in surgery without the break engaged. A spare vbsu was used and the procedure was successfully completed with versius surgical system. The field service engineer investigated the unit and found no obstacles but was not able to engage the break. No harm was reported in relation to this event. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.